Event description:
Customer reported that erroneously high and low sodium and chloride results were generated by the synchron lx20 pro clinical system. The system was calibrated and quality controls were within specification prior to the event. The results were reported out of the laboratory. The system was recalibrated and quality controls were run. The samples were retested and yielded results within clinical expectations. Amended results were issued. It is not known if there were any changes to the patient's care or treatment. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
No service call or system evaluation was performed. The customer independently performed system maintenance. Accordingly, no conclusion can be drawn. This is one of fifteen (15) medwatch reports being submitted as the customer reported fifteen patient samples were affected. See the MDR numbers for all associated reports: 2050012-2011-07835, 07836, 07837, 07838, 07839, 07840, 07841, 07843, 07845, 07846, 07847, 07848, 07849, 07850. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.